Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cavotricuspid isthmus (cti) ablation procedure, a steam pop resulting in a cardiac tamponade occurred. After box isolation in the left atrium, a drag lesion was performed from the ventricle to the inferior vena cava (ivc). At that time, a steam pop occurred without the temperature value increasing which resulted in a cardiac tamponade. The patient became hypotensive and an echocardiogram revealed a perforation near the ivc. A pericardiocentesis was performed to stabilize the patient. Echocardiogram confirmed the effusion stopped the following evening and the patient was discharged 2 days later.